Event description:
It was reported that during a hemorrhoidectomy procedure, instrument cut but the staples did not close. Overstiched by hand to complete procedure. No further information is available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.